Event description:
It was reported that patient received inappropriate shock due to dislodgement. Twiddler's syndrome is suspected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomaly found.